Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Literature attachment: incidence, predictors, impact, and treatment of vascular complications following transcatheter aortic valve implantation in a modern prospective cohort under real conditions. This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. As the device was not returned for analysis, a conclusive cause for the reported malposition of the device could not be determined. Additionally, a conclusive cause for the reported patient effects of dissection, anemia, cerebrovascular accident, hematoma, hemorrhage, ischemia, myocardial infarction, renal failure, sepsis, thrombosis and pseudoaneurysm, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Event date estimated. The devices are not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The proglide device referenced in the article is filed under a separate MFR report number. The prostar xl death referenced in the article is filed under a separate MFR report number. Literature attachment: langouet q, martinez r, saint-etienne c, soulami rb, harmouche m, aupart m, le breton h, verhoye j-p, bourguignon t, incidence, predictors, impact, and treatment of vascular complications following transcatheter aortic valve implantation in a modern prospective cohort under real conditions, journal of vascular surgery (2020), doi: https://doi.org/10.1016/j.jvs.2020.03.035. This copy of copyrighted material was made and delivered to the government under a license from the rights holder or its authorized agent. No further reproduction is permitted.

Event description:
It was reported through a research article identifying prostar xl devices that may be related to: hematoma, retroperitoneal bleeding, false aneurysm, thrombosis, dissection, closure failure, stroke, acute kidney injury, myocardial infarction, bleeding, acute limb ischemia, sepsis, transfusion, prolonged hospitalization, clinically significant delay, stenting, surgery, low hemoglobin amputation, axillofemoral bypass and manual compression. Specific patient information is documented as unknown. Details are listed in the attached article, titled: "incidence, predictors, impact, and treatment of vascular complications following transcatheter aortic valve implantation in a modern prospective cohort under real conditions".